Event description:
During placement of a tunneled central venous catheter placement, staff reported - "after removing the inner of the peel away sheath, the technologist observed the floppy portion of the amplatz wire was separated from the inner mandril, it appeared to be intact upon examination."